Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was leaking liquid from the swivel when the air pump was turned on. It was also observed that the motor potting was found damaged and that the spring was improperly routed around the hose brace. Therefore, the reported condition was confirmed. The assignable root cause for the leaking swivel and damaged motor potting was determined to be due to immersion during cleaning. The assignable root cause for the improper spring routing was determined to be due to a manufacturing issue (user error). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device had a clear fluid leaking from the space in between the motor housing and swivel retainer when the air pump was turned on. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.